Event description:
The customer reported that the ventilator triggered a technical failure 300, 400, 545 error. No patient involvement was reported.

Manufacturer narrative:
The device log files were provided to technical support for evaluation, which confirmed the presence of the reported alarms. A zoll field service engineer (fse) evaluated the device at the customer's location. The inspiration block was replaced and the fse conducted all necessary calibrations and performance checks with passing results. The unit complies with OEM specifications and is functioning as anticipated.